Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "left side rupture." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ cyst: unable to observe. ¿ silicone migration: unable to observe. ¿ lump/nodule: unable to observe. ¿ capsular contracture: unable to observe. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "rupture." Healthcare professional later confirmed left side rupture and reported "capsule contraction" baker grade unknown, "snowstorm appearance in lu: and lt axillary area", and "hypoechoic nodules". Healthcare professional also reported "several anechoic cysts", which are not device-related. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture; capsular contracture baker grade unknown; "snowstorm appearance in lu& lt axillary."

Event description:
Healthcare professional later confirmed left side rupture and reported "capsule contraction" baker grade unknown, "snowstorm appearance in lu:&lt axillary area", and "hypoechoic nodules". Healthcare professional also reported "several anechoic cysts", which are not device-related. Device has been explanted and replaced with a non-allergan device.